Event description:
Ous MDR - it was reported that during post dilation of a stent with passeo-35 8/40/80, the balloon burst.

Manufacturer narrative:
The technical investigation revealed that the balloon of the complaint instrument has burst transversely. Several deep scratches were found on the balloon surface in close vicinity of the fracture edge on both fragments. The inner shaft is elongated and has ruptured near the proximal x-ray marker. The shaft fracture occurred as a consequence of the transversal burst, when the distal part of the balloon was caught on the distal end of the introducer sheath during the withdrawal attempt. The review of the manufacturing history of the production lot did not reveal any nonconformity. The complaint instrument was manufactured according to specifications and successfully passed all inprocess inspections as well as the final inspection, including both a leakage and pressure test. Based on the conducted investigations no material or manufacturing related root cause was determined.